Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported clearlink system non-dehp solution set underinfused. The event occurred during a total parenteral nutrition (tpn) infusion via a spectrum IV pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.